Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer stated she had done a new set/site change in the morning and blood glucose went up. Had customer removed set and she found blood in cannula. Programming checked. Insulin concentration, basal rates/times, bolus history, alarm history, programmng is correct.